Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, while clipping cystic vessels and common bile duct, the plastic on the shaft of the device located at the distal end jaw end was peeling off. A replacement clip applier was opened and used. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with seventeen remaining clips. A portion of the shrink wrap was torn from the distal shaft assembly. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when interaction between the instrument shaft and trocar system may result in a tear of the shrink wrap during device insertion or removal. Additionally, please be sure to avoid shrink wrap contact with sharps or cautery devices during the application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.